Manufacturer narrative:
The insulin pump was received with motor error alarms during basic occlusion test and unable to prime due to moisture damage on the motor home switch and force sensor. The insulin pump had moisture damage on the lcd board. The insulin pump alarmed after battery change due to broken connector on solder joint on the interface board. The insulin pump was returned with a missing o-ring in the reservoir tube. Unable to perform occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and dehydration. The reported blood glucose reading at the time of the event was 610 mg/dl. Prior to the event, the customer had been getting motor error alarms all day. Troubleshooting was performed. The insulin pump passed the displacement and self tests. Advised the caller that the insulin pump would be replaced due to the repeated alarms. Nothing further was reported.